Manufacturer narrative:
Account replaced the pendant to resolve the problem.

Event description:
Account alleged that about 3/4 way down the pendant cable, the isolation has cracked through and there were bare wires. No injuries.